Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the male luer lock was broken. The condition was confirmed. Although the reported condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During evaluation of the sample by baxter, it was found that the male luer lock was broken. The condition was identified during evaluation. There was no patient involvement. No additional information is available.